Manufacturer narrative:
Patient identifier not provided ((B)(4)). Age and date of birth not provided. Gender not provided. Weight not provided. Lot number not provided. Title, first name, and state not provided. Device manufacture date unknown.

Event description:
The doctor indicated that a part of the screw driver tip (psd00) broke when placing a screw. The doctor was able to finished the procedure with another screw driver.

Manufacturer narrative:
One posterior screw driver was returned for inspection. The device shows signs of wear consistent with use. The driver tip is confirmed to be fractured and no longer functions as intended. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: the biomet 3i restorative manual provides recommended torque values and compatible screws used for all biomet drivers. In the case of the psd00 posterior screw driver, it is recommended to torque at 10 ncm with gold slotted screws only. The customer's complaint alleges the screw driver was fractured during use. Complaint was confirmed during inspection. A root cause could not be determined for this complaints as the circumstances surround the application and use of the device could not be replicated. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date not available; no lot number.